Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a lesion located in the mid left anterior artery (lad). The physician successfully deployed a taxus express2 3.0 x 28 mm stent at the target lesion. However, upon withdrawal the physician encountered some resistance. The physician felt the balloon was sticking to the stent. The physician was able to remove the balloon from the stent. No further intervention or complication was reported.

Event description:
It was further reported that the stent was deployed at 12 atms and the lesion was not predilated. The lesion was 80-85% stenotic in a mildly tortuous mid lad. The physician deep-seated the guide catheter to successfully free the delivery balloon. No pt injuries or complications were reported.